Event description:
It was reported that the bd maxplus needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: the infusion ended. After sealing the tube, it was found that the needleless connector could not be retracted. After consulting the jingliao team, it was found that the needleless connector increased the chance of infection and the possibility of tube blockage, so it was replaced.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information in section b investigation result: no mp1000 china sample was returned for investigation. The customer reported that the affected sample was from lot 24015042 and that " after the tube was sealed, it was found that the needleless injection cap could not be retracted." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with the maxplus piston recessed. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 24015042 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the recessed piston, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china set in the past 12 months.

Event description:
4. After the infusion was finished, it was found that the stopper was very difficult to push back in 5. Chemotherapy drugs are used in the haematology centre venous catheter 7. Domestic kdl infusion set screw connection 9. The teacher who used it replied that there were no defects 11. Please confirm whether any leakage was observed - none.